Event description:
Information received by medtronic indicated that the insulin pump was broken and cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged cracked battery tube found on (B)(6) 2021. Insulin pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact. Battery tube was realigned and powered up successfully. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, missing display window/cover, cracked case (battery tube), pillowing keypad overlay, and minor scratches on lcd window. In summary, customers alleged cosmetic damage was confirmed at the battery tube by visual inspection where a cracked battery tube was noted. Additionally a blank display due to misaligned battery tube.